Event description:
Rptr noted loss of irrigation and poor aspiration; corneal burn occurred during procedure.

Event description:
Follow-up indicated pt's slight corneal burn had resolved in three weeks. No intervention noted. Prognosis was listed as good.